Event description:
Customer reportedly obtained results of 196 mg/dl, 107mg/dl and 123 mg/dl on the aviva system within 10 minutes. No action was taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.